Event description:
A malfunction alarm with the code malf 9 was reported, and there were no notable events preceding the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with the process, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears.